Manufacturer narrative:
A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the laser fiber was broken in two pieces. The first piece was 36cm in length and included the sma connector. The second piece was 279cm in length and included the distal fiber tip. The exposed glass tip measured 3.5mm and appeared unused. There were no signs of damage or other imperfections noted to the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered. The condition of the returned device confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, the laser fiber broke as soon as it was removed from the package. No visible damage was noted with the packaging. The device was not used on the patient and the procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, the laser fiber broke as soon as it was removed from the package. No visible damage was noted with the packaging. The device was not used on the patient and the procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.